Event description:
It was reported that: during transport, the user was aware of an alarm situation displayed on the m540. The device only intermittently generated an acoustical alarm. No injury was reported.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation results will be reported in the follow up report.